Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had unresponsive act button due to unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump act and up arrow buttons were not working. Customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed. The customer stated that insulin pump had keypad issue. The customer stated that time did not advance. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.